Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is reported that an x-ray, dated (B)(6) 2013, "revealed that the locking screw from the tibial polyethylene had backed out and was in the joint. The screw and the tibial component, which was noted to be loose, were surgically removed on (B)(6) 2013". However, the operative notes of this revision surgery were not provided. Per the lcck knee system package insert, swelling, pain, and joint instability are known adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, swelling and instability. At the time of the revision surgery, it was discovered that the articular surface locking screw had backed out and migrated into the joint space.